Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient may have a uti. Contributing factors to the reported event were unknown. The patient was advised to contact their clinician. The issue was not resolved at the time of the report. No further complications were reported or anticipated.